Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair on the syringe of floseal. This was discovered upon mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date june 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During a visual inspection a hair was found to be on the inner tray near where the thrombin vial. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.